Event description:
A malfunction alarm was reported with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the customer acknowledged and understood.